Manufacturer narrative:
18-jan-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Choke [choking] round head came out of holder, piece of white plastic in mouth [device breakage] product counterfeit [product counterfeit]. Case description: consumer sent e-mail reporting the brush head's round head came out of the holder when he was cleaning his teeth, and he had a small piece of white plastic in his mouth. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choke [choking]. Round head came out of holder, piece of white plastic in mouth [device breakage]. Case description: consumer sent e-mail reporting the brush head's round head came out of the holder when he was cleaning his teeth, and he had a small piece of white plastic in his mouth. No serious injury was reported.